Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to calcification in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a concentric lesion located in the mid-right coronary artery that was moderately tortuous, heavily calcified and 90% stenosed. When the xience alpine 4.0 x 38 mm stent delivery system (sds) was being advanced, it failed to cross the lesion. A second attempt was made to advance the sds; however, the stent dislodged from the balloon onto the distal shaft, proximal to the balloon. The xience alpine sds was pulled back, placing the stent implant back on the balloon and was able to be positioned correctly and deployed successfully in the target lesion. There were no reported adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.